Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned and replaced due to clavicular crush. The abandoned lead was not returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. Should additional information become available this event will be updated and an amended report submitted.